Manufacturer narrative:
An abbott field service representative (fsr) resolved the issue by replacing the peristaltic head tubing, seal, water line syringe and bellows. No additional discrepant result issues have been reported since the service activity was completed. The instrument service history review revealed no additional service tickets associated with discrepant/erratic results. There were no additional service or complaint issues on or around the date this complaint was initiated that may have contributed to this issue. Trending review determined no adverse trend for the issue for the product. Device history record review did not show any potential non-conformances, or deviations. Labeling was reviewed and found to adequately address the issue under review. Based on the investigation, no deficiency was identified.

Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete. All available patient information was included. Additional patient details are not available.

Event description:
The customer stated they noticed several patient samples with high architect magnesium results and reran the samples on their other instrument. There were approximately 10 samples that were affected. Two examples were provided. Sid (B)(6): initial result 6.85 mg/dl, repeat result 2.21 mg/dl. Sid (B)(6): initial result 6.80 mg/dl, repeat result 1.65 mg/dl. Normal reference range is 2.0 - 3.1 mg/dl no adverse impact to patient management was reported.